Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: due to stress of repeated use, external factors or handling of the device, the charged coupled device unit was damaged (e.g. Disconnection or damage of components mounted on the electrical circuit board) causing the reported symptoms. The issue can be detected by following the instructions provided in: operation manual, chapter 3 - preparation and inspection and section 3.8 - inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that there were additional reportable findings found; there was an e218 scope malfunction error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope image has poor color tone (magenta) and no image (the image has fallen). The issue was found during a therapeutic (laparoscopic) procedure that was completed with the same set of equipment. There were no reports of patient harm.